Event description:
Complainant alleged that during functional testing, the device inappropriately shut down and would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI # updated (this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation). Device evaluation: zoll medical canada evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including power cycles with battery and aux separately and together, hot-swapping batteries with and without aux, and performing general defib functions while bench handling without duplicating the report. The device works as expected. The device was recertified and returned to the customer. The log review did not identify any device related faults associated with the customer report. No trend is associated with reports of this type.